Event description:
The customer discovered questionable low ion selective electrode (ise) sodium had been generated for 33 samples when after an analyzer alarm, they retested all samples tested since the last valid qc was obtained. The samples were repeated on the modular analyzer and the results were higher. Of the data provided, the results for 30 were discrepant. All results are in mmol/l. Patient 1 initial result was 129 and the repeat result was 139. Patient 2 initial result was 133 and the repeat result was 141. Patient 3 initial result was 129 and the repeat result was 138. Patient 4 initial result was 125 and the repeat result was 133. Patient 5 initial result was 132 and the repeat result was 142. Patient 6 initial result was 127 and the repeat result was 136. Patient 7 initial result was 126 and the repeat result was 137. Patient 8 initial result was 133 and the repeat result was 141. Patient 9 initial result was 132 and the repeat result was 143. Patient 10 initial result was 132 and the repeat result was 140. Patient 11 initial result was 134 and the repeat result was 141. Patient 12 initial result was 132 and the repeat result was 140. Patient 13 initial result was 132 and the repeat result was 143. Patient 14 initial result was 124 and the repeat result was 133. Patient 15 initial result was 133 and the repeat result was 144. Patient 16 initial result was 132 and the repeat result was 143. Patient 17 initial result was 128 and the repeat result was 140. Patient 18 initial result was 132 and the repeat result was 143. Patient 19 initial result was 134 and the repeat result was 141. Patient 20 initial result was 127 and the repeat result was 135. Patient 21 initial result was 133 and the repeat result was 143. Patient 22 initial result was 130 and the repeat result was 140. Patient 23 initial result was 129 and the repeat result was 139. Patient 24 initial result was 131 and the repeat result was 143. Patient 25 initial result was 132 and the repeat result was 141. Patient 26 initial result was 132 and the repeat result was 139. Patient 27 initial result was 130 and the repeat result was 140. Patient 28 initial result was 132 and the repeat result was 141. Patient 29 initial result was 131 and the repeat result was 144. Patient 30 initial result was 133 and the repeat result was 142. The initial results were reported outside the laboratory. The repeat results were believed to be correct and corrected reports were issued. The patients were not adversely affected. The sodium electrode lot number and expiration date were not provided. The field service representative determined there was a clog in tubing which was repaired by a trimedx representative. He noted that prior to service, the customer had replaced the sodium and chloride electrodes. The field service representative verified the analyzer operation by running performance testing and a precision test. He verified the ise indirect calibration was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.